Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with an implantable cardioverter defibrillator (ICD) and a right atrial (ra) lead recorded myopotential noise over sensing on the ra and shock channels at inappropriate atrial tachy response episodes. Noise on shock electrogram (egm) is common due to right ventricular coil to-can vector. There was no noise on shock egm on any other stored event or presenting so any changes to detection enhancements were not suggested. The patient went to clinic and noise could be recreated on the ra lead channel with isometrics and arm movement. No programming options were recommended at the time. The ICD and ra lead remain in service. No adverse patient effects were reported.